Event description:
It was reported that the lead exhibited oversensing. The noise could be reproduced with isometric exercises. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.